Event description:
The customer reported that prior to use on a pt, the iabp failed to turn on. No pt was involved.

Manufacturer narrative:
The company rep observed that there was liquid ingress into the display connector socket on console and onto the coiled cable pins of the display assembly. He also observed that the unit was shutting down in less than 10 minutes. The company rep replaced the power management board (B)(4), the coiled cord cable (B)(4), the backplane cable (B)(4) and the display connector seal gasket (B)(4). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).